Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead dislodgement required elevated pacing outputs from the device, causing premature depletion of the implantable pulse generator (ipg). The implantable pulse generator (ipg) and right atrial (ra) lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.